Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation was performed on the 3 to 1 dermacarrier. The physical evaluation revealed that the returned carrier had six embedded particulates, which does not meet zimmer biomet's acceptance criteria. The results of the returned product investigation have confirmed the reported event. The sampling size for qa inspection for this product must be at least 19. No non-conformances were found during the qa inspection process for this lot of (B)(4) units. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room. This room is a controlled and regulated clean environment. The materials and methods for sanitizing the clean rooms are performed. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits used at zimmer dover. While the returned product investigation confirmed that the 3 to 1 dermacarrier had six embedded particulates, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the product inspection, foreign substances were found inside of sterile package of unopened product. The foreign substances were small grains of black or grey. Therefore, the nurse prepared an alternative product for the surgery. No adverse events were reported as a result of this malfunction.